Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colon stenting procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was as a bridge to surgery for tumor removal with resection. The stricture was located in the large intestine and was 7.7cm in length. The patient anatomy was not noted to be tortuous. During the procedure, the device was implanted without issues. After the stent placement procedure, it was determined surgery for tumor removal could not be performed as the tumor was too big. The patient underwent chemotherapy treatment and was administered abastine. Reportedly, on (B)(6) 2013 a perforation was detected at the sigmoid colon. The patient was sent for surgery, during which the tumor was resected and the stent was removed. In the physicians assessment, the edge of the stent caused a perforation on the intestinal wall. The patient's condition was reported to be stable post-surgery.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as potential adverse events associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.